Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. The patient has two devices and two communicators. Boston scientific technical services (ts) decided to call clinic and the health care professional (hcp) explained the clinic had the pacemaker communicator removed from latitude as the patient struggled having two communicators at home. Ts indicated to the patient to unattached and reattached the usb adapter to the other port, nonetheless, it was unresolved. Furthermore, the patient got a new cell adapter, the communicator was power cycled, and a successful patient-initiated interrogation was sent. A right ventricular pacing lead impedance out of range alert was found. The patient was referred to contact their clinic regarding the alert. At this time, this pacemaker remains in service and there were no adverse patient effects reported.